Manufacturer narrative:
The insulin pump was received with no audio or beeping alarms tones due to broken black wire of the piezo transducer. The vibration functions properly and no vibration anomaly noted. The insulin pump had normal operating currents and passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call vibrator anomaly. Customer advised there was an absence of beeps during the self-test. Customer advised there was an absence of the vibrate function and the settings are correct. Customer had a low battery alert and replaced the battery. Customer advised the vibrator anomaly continued and was not resolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.